Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device there was leakage from the non-patient cannula. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 21-jun-2024. Investigation summary: bd received 12 samples and 5 photos for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, the customer samples along with 12 retention samples from bd inventory, were evaluated by functional testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device there was leakage from the non-patient cannula. There were no health consequences or impacts reported.